Event description:
Additional information was received. It was reported that when asked what was observed and when? The manufacturer representative (rep) stated he was there to assist with registration on 12/02/2025 due to a previous case that doctor stated had registered fine but when navigating estimated inaccuracy up to ¿5mm ant/post¿ we did not have accuracy issues while I was there 12/2/2025 but had to reboot to get audio cues to work for tracing and instrument verification. The doctor stated that straight and curved suctions and shaver blades were all showing inaccurate to the same degree. The doctor claimed that during alleged inaccuracy they checked metal and went back and registered.

Manufacturer narrative:
H2) additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the software team reviewed the logs and observed there are 1 session from the data of issue. Observed user has transitioned between registration to verify registration multiple times. Accuracy observed from the archive shared was around 1.8mm. Reviewed the archive and there was 1 CT scan. CT-1 was selected for the procedure. There were no plans observed. For registration accuracy of 1.8mm observed and there was a yellow zone of accuracy. 3 point touch and trace registration was done and points were collected from tip of the nose to forehead and collected symmetrically. Many points collected were in the air and out of the model generated. Suggesting to take trace more points through out the blue area as per the protocol and by having more points on the skin for the best registration accuracy and covering broader areas. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information was received regarding patient demographics, event date, and event details which have been added to sections a, b3, and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The issue occurred during a functional endoscopic sinus surgery (fess) procedure. There was a delay of less than 1 hour in the procedure. There was no impact on patient outcome. The medtronic representative (rep) notes the inaccuracy became more apparent as the surgeon navigated deeper into the sinus and could reach upto a 5 mm inaccuracy. The rep noted that in a surgery on a later date, there were no accuracy issues. The date of the incident was (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, serial/lot #: 1.3.2, ubd: , UDI#: (h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during an unknown procedure. It was reported that despite registering the patient within ~1 mm accuracy, the instrument did not always track to the correct anatomical areas between the system and the patient. Troubleshooting was performed. The site attempted to switch between trace and touch, performed both trace and touch registration, ensured no metal interference, and confirmed the view orientation was verified by the surgeon. It is unknown if there was any impact on patient outcome or surgical delay.